Event description:
End user states: her mother was using the rollator under normal conditions when the leg of the frame snapped and broke. Consumer stated that her mother fell when the leg of the rolator broke. Consumer stated the walker was purchased through lincare in (B)(6) 2011. Referred consumer back to lincare to have them contact us in regards to a possible warranty replacement.

Manufacturer narrative:
The incident occurred at (B)(6). The consumer parked in parking garage and then had to walk to (B)(6), which was a long distance for the consumer. The consumer sat down in the rollator. Her son then proceeded to push her. As he began to push her, the leg on the frame allegedly collapsed. The bracket that crosses the two bars allegedly broke off. The consumer has been pushed in rollator before this incident as well. Advised daughter that the rollator should not be used as a wheel chair. The rollator should only be used in assisting her to walk and for relief when sitting on the unit. On page one of the user manual #115079 it states under warnings: do not use the walklite or rollite as a wheelchair or transport device. Walklites and rollites are not intended to be propelled while seated.